Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. Customer was instructed to call back if any malfunction code reappears and was advised that they could continue using the pump.